Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Inspection of the pocket site revealed that the patient had developed an infection. The implantable cardioverter defibrillator was explanted and replaced with a pacemaker on the patient's right side. Patient was stable post procedure.